Event description:
It was reported that the user attempted to force an insulin cartridge into the pump because the piston was not rewinding, which led to insulin leaking from the back plunger of the cartridge; after education on proper supply change, the rewind function operated properly and replacement supplies were shipped. Symptoms included potential under-delivery of insulin related to leakage. Outcomes included the need for replacement disposables and user guidance. Investigation included complaint handling with user education and functional check of the rewind feature through guided troubleshooting. Investigation of this case revealed user technique as a contributing factor and that the device rewind function operated as intended after proper setup. It was concluded that the event was related to use error with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.